Event description:
Before opening the packaging, the sterile disposable piece of equipment was viewed in the packaging. It was noted that an eyelash appeared to be inside the sterile package.it did not get opened nor did it reach the patient.